Event description:
Complainant alleged that the operating room clinicians were treating a patient (age and gender unknown). The clinicians defibrillated the patient once using internal electrodes with the device, but when they attempted to defibrillate the patient a second time the device failed to discharge. The clinicians then obtained another set of internal electrodes and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.